Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va01uhd, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that troubleshooting was need for an impedance issue, and that they are at a replacement case as the result of a normal elective replacement indicator (eri) as of date notified. It was stated that there were no impedance issues on the left side. The impedances on the right side were as follows, c 8 = 1164, 9 = 976, 10 = 1503, 11 = 836, 8 9 = 1132, 10 = 17129, 11 = 1480, 9 10 = 1672, 11 = 1113, 10 11 = 16497. The patient is programmed on c+ 11- 10- 9-, and has bad tremor when running impedances so the patient is getting therapeutic benefit. It is not likely that the surgeon will replace the component, but all of the information will be reviewed with them. The patient's indication for implant is parkinson's dual and movement disorders.

Event description:
Additional information was received. It was reported that the cause of the impedance issues was not determined. It was reported that the patient was programmed during their last office visit on (B)(6) 2017. Results of programming below. Right ins baseline: electrode, amplitude, pulsewidth, frequency c+9-10-11-, 2.2, 60, 160 battery: 3.02 impedance: c-10: 30,951 8-10: 31,258 10-11: 30,951 current: 4.625 group b: electrode, amplitude, pulsewidth, frequency, summary c+9-10-11-, 3, 60, 160, some pain around head c+9-10-11-, 2.5, 60, 160, resolved c+9-, 1, 60, 150, 2+ rest tremor in left arm; constant, 3+ bradykinesia c+9-, 1.5, 60, 150, tremor improved; no change in bradykinesia c+9-, 2, 60, 150, slight improvement in bradykinesia; no tremor c+9-, 2.5, 60, 150 c+9-, 3, 60, 150, slight improvement in bradykinesia; no change in bradykinesia c+9-, 3.5, 60, 150 c+9-, 4, 60, 150, double vision c+9-, 3.5, 60, 150, blurred vision c+9-, 3.2, 60, 150, better c+11-, 1, 60, 150 c+11-, 1.5, 60, 150 c+11-, 2, 60, 150, tremor improved, rigidity better. C+11-, 2.5, 60, 150, improved bradykinesia in arm, but unchanged in leg c+11-, 3, 60, 150 c+11-, 3.5, 60, 150, slight improvement in bradykinesia in arms c+11-, 4, 60, 150, slight improvement in walking c+11-, 3, 70, 150, worsening of bradykinesia c+11-, 3, 80, 150, no change c+11-, 3, 90, 150, improved bradykinesia c+11-, 3, 90, 160 left ins baseline: electrode, amplitude, pulsewidth, frequency 1+2-, 2.4, 60, 160 battery: 3.02 impedance: n at 0.7 current: 3.242 group b: electrode, amplitude, pulsewidth, frequency, summary 1+2-, 2, 90, 150 c+1-, 1.5, 60, 150 c+1-, 2, 60, 150, improved bradykinesia c+1-, 2.5, 60, 150, tightness in the right arm c+1-, 2, 60, 150, resolved 3+2-, 2, 60, 150, 2+ bradykinesia 3+2-, 2.5, 60, 150, improved bradykinesia 3+2-, 3, 60, 150, no change 3+2-, 3.5, 60, 150, improved bradykinesia final: electrode, amplitude, pulsewidth, frequency 3+2-, 3, 60, 150.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Event description:
Additional information received from the healthcare professional (hcp) reported that the ins was explanted with a new device subsequently implanted on (B)(6) 2016. It was stated that following the procedure it appeared as though the impedance issue at contact 10 had resolved. It was also reiterated that the cause of the impedance issues remains unclear. Testing and programming was done with no root cause determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.